Event description:
It was reported that this right ventricular (rv) lead was explanted for infection. No additional adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.